Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16071. It was reported that the patient presented for routine device interrogation. Upon interrogation it was observed there were multiple episodes of atrial and ventricular lead noise. This noise was not reproducible with isometric exercises nor was it reproducible by manipulating the device in the pocket. The leads were reprogrammed. The patient was stable and would continue to be monitored.